Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Pre-dilatation was performed resulting to a 75% residual stenosis. Following pre-dilatation, a 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the mid stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Pre-dilatation was performed resulting to a 75% residual stenosis. Following pre-dilatation, a 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the mid stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that it was 90% stenosed target lesion located in the severely calcified and severely tortuous right coronary artery.